Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. This rv lead also exhibited high pacing thresholds and loss of capture (loc). In addition, muscle/pocket stimulation was noted. The field representative was able to program the lead to unipolar. This rv lead remains in service at this time, however the physician recommended lead replacement. No additional adverse patient effects were reported. Additional information received indicated that the right atrial (ra) and right ventricular (rv) leads were explanted and replaced due to lead dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
The available event information indicates this lead will not be returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. This rv lead also exhibited high pacing thresholds and loss of capture (loc). In addition, muscle/ pocket stimulation was noted. The field representative was able to program the lead to unipolar. This rv lead remains in service at this time, however the physician recommended lead replacement. No additional adverse patient effects were reported.